Event description:
It was reported that patient was admitted to the hospital after a non-device related fall and the implantable pulse generator (ipg) caused pain. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per hospital policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient was admitted to the hospital after a non-device related fall and the implantable pulse generator (ipg) caused pain. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per hospital policy.

Manufacturer narrative:
Investigation results, media review, device analysis: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.